Event description:
It was reported that during a percutaneous coronary intervention procedure, the plaque shifted into the diagonal vessel and a stent profile problem occurred. The unspecified target lesion was located in the left anterior descending artery (lad). A 2.75x16mm promus element plus stent delivery system was implanted into the lad after the physician pre-dilated the lesion with a 2.5 x 12 emerge balloon catheter. Post implantation plaque shifted into the diagonal vessel. The diagonal was wired and dilated with a 2.5 x 8 nc quantum balloon. The 2.75x16 promus element balloon was used as a kissing balloon in the lad. Upon review post procedure, it was observed that the strut had been expanded into the diagonal. The physician felt this ¿looked strange¿ and was concerned with the appearance. The procedure was completed with this device. The patient did fine and has been discharged from the hospital.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).